Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch on the table was re-set during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had generator error message on the tower. No pt injury was reported.